Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead showed intermittent loss of capture and high thresholds the day after implant. The lead was not dislodged and the physician was reluctant to move the lead due to the patient's difficult anatomy, so the lead was reprogrammed to a higher setting. Two weeks later it was found that the lead was dislodged. The lead was repositioned and is still in use. No patient complications were reported as a result of this event.